Manufacturer narrative:
The tech cleaned the head up & down valves and replaced the CPR valve to repair the bed.

Event description:
Info received indicates the bed has no head up functions. The head section can be raised manually, but it will drift back down.